Event description:
Boston scientific received information that during a follow up this patient presented with dizziness. During a follow up it was noted that the patients heart rate was 40 beats per minute and an increase in pacing thresholds and loss of capture was noted. The lead was explanted and replaced and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lead has not been returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection revealed that the helix was retracted and the insulation was cut 112mm from the terminal pin. Dried blood was also seen throughout the lumen. The lead passed continuity testing, and laboratory analysis could not confirm the reported allegations by electrical testing.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Additional information noted that this lead has been returned. Upon analysis this investigation will be updated.